Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained no value indetermined (ind), flagged alpha-fetoprotein (afp) qc results. The instrument associated with this event is access 2 immunoassay system. While troubleshooting with hotline it was discovered that an afp reagent pack had not been properly loaded in the designated slot on the reagent storage carousel by the customer. A customer technical support (cts) assisted the customer in removing the misplaced reagent pack and verifying proper pack placement for the remainder of the on board reagent packs. The customer stated to cts that all other assay qc was passing. The customer is not questioning any patient results as only qc was performed at the time of the event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with cts. Use error is the root cause of this event. (B)(4).